Event description:
Infusion catheter was placed in the or under sterile protocol, in the interarticular space of the knee. Catheter was removed 5 days post-op in one complete piece, while removing op-site dressing. No signs of infection present at time of removal. Patient compalined 5 days later and was seen next day, by her physician 60cc infectious fluid removed. Pt knee was drained and washed with saline. Later, screws and allograft needed to be removed.